Event description:
International affiliate reports after patient was sedated and operative site exposed; the dr proceeded to open a box labeled 82-1302 barium distal slit valve catheter - medium pressure and found a ventricular catheter inside. A second valve was obtained; brought to the hospital; and was implanted in the pt. Dr reports the approximate delay or extra anesthesia time was 30 minutes. Dr had reported pt was in satisfactory condition following the surgery. It was later reported that the pt died several days later due to apparently unrelated causes.